Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed midway through a chemotherapy infusion for "upstream occlusion" during therapy (programmed amount and delivery rate unknown). The IV pump was taken out of service. There was no known patient injury or medical intervention associated with this event. No additional information is available.